Event description:
It was reported that during an unspecified procedure, a coil fracture occurred. The location of the lesion is unk. Upon attempting to deploy the interlock fibered idc occlusion system inside the pt, the coil fractured into half. It is unk if the fractured coil was retained inside the pt. The procedure was completed with another of the same device. No further pt injuries or complications were reported. The pt's status was reported as "ok".